Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system for a shock impedance measurement greater than 125 ohms. Review of the stored data identified the shock impedance trend showed a gradual increase over the past year from approximately 85 ohms to 128 ohms. All other lead measurements appeared stable. A boston scientific technical services consultant discussed the potential reasons for the clinical observations and recommended troubleshooting. The manufacturer of the right ventricular (rv) lead was initially unknown. Confirmation was subsequently received that this lead is a boston scientific defibrillation lead. No information has been received in regard to troubleshooting including a commanded shock to assess lead performance. The system remains in service and no adverse patient effects were reported.